Manufacturer narrative:
On 10 march 2017 it was communicated that no information about pathogen has been received and that explants are not available. Batch review performed on 10 march 2017: lot 165047: (B)(4) items manufactured and released on 26 september 2016. Expiration date: 2021-09-14. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported problem. Gmk tibial tray fixed cemented # 4 l code 02.07.1204l lot. 164913 (k090988): (B)(4) items manufactured and released on 07 november 2016. Expiration date: 2021-10-27. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported problem. Gmk sphere tibial insert fixed flex #4/10 mm l code 02.12.0410fl lot. 164028 (k121416): (B)(4) items manufactured and released on 21 sep 2016. Expiration date: 2021-09-04. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported problem.

Event description:
Revision surgery 1 week after primary. Surgeon suspected infection and performed washout and replacement of insert, tibia and femoral component.